Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown liner, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01514, 0001822565 - 2018 - 01516.

Event description:
It was reported that the patient was revised due to right cup loosening, dislocation, and osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Medical devices: 437644067 60778565 durasulâ¿¢ standard insert size 44mm i.d. X 67mm o.d. Former centerpulse 00620207220 60592636 shell porous with multi holes 72 mm 00500104400 60646296 shell 44 mm o.d. 00625006560 60732348 bone screw self-tapping 6.5 mm dia. 60 mm length 00625006550 60990156 bone screw self-tapping 6.5 mm dia. 50 mm length 00625006540 60838382 bone screw self-tapping 6.5 mm dia. 40 mm length 00625006535 60965163 bone screw self-tapping 6.5 mm dia. 35 mm length 00625006520 60959537 bone screw self-tapping 6.5 mm dia. 20 mm length 00625006515 60773963 bone screw self-tapping 6.5 mm dia. 15 mm length 00625006515 60713479 bone screw self-tapping 6.5 mm dia. 15 mm length 00500104428 60722508 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells. Reported event was confirmed by review of medical records. Medical records stated patient had a revision due to osteolysis, cup loosening and dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised approximately two years post implantation due to osteolysis, cup loosening and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the. Lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.